Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the customer reports that the top popped off. The following information was provided by the initial reporter. The customer stated: after the patient was admitted to the hospital, blood was routinely drawn for examination. When preparing for the blood draw, the skull fell off by itself.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the customer reports that the top popped off. The following information was provided by the initial reporter. The customer stated: after the patient was admitted to the hospital, blood was routinely drawn for examination. When preparing for the blood draw, the skull fell off by itself.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were visually examined and no issues were observed as all samples met specifications. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.